Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiration date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, when fixing the port body, the silicone of the suture hole allegedly came off in one place. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, when fixing the port body, the silicone of the suture hole allegedly came off in one place. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. One suture plug was noted to be dislodged from the port body and the suture plug was returned. Manufacturing site evaluation of the sample states that the defect of the detached supplier plug was confirmed on the sample. Though it was noted during the sample evaluation that the adhesive coverage could be a potential cause of failure, this could however not be ascertained, nor the exact cause of failure discerned, based upon the present condition of the samples. Therefore, the investigation is confirmed for the reported suture plug detached issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. One suture plug was noted to be dislodged from the port body and the suture plug was returned. Manufacturing site evaluation of the sample found the detachment of one of the suture plugs, no adhesive was observed inside the suture hole. Therefore, the investigation is confirmed for the reported suture plug detached issue. As the root cause of this claim could not be determined, it is confirmed that the cause of this issue is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion).

Event description:
It was reported that during a port placement procedure, when fixing the port body, the silicone of the suture hole allegedly came off in one place. There was no reported patient injury.